Event description:
An impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. The patient had a history of diabetes mellitus. The patient was transferred from an outside facility where the impella 5.5 was placed. Upon arrival to the receiving unit early the following morning, a large hematoma was noted at the axillary access site. During patient rounding, the bedside nurse notified the impella representative of the hematoma. The patient was returned to the operating room for hematoma evacuation. The patient required transfusion of two units of packed red blood cells intraoperatively. The evacuation was successful, with no evidence of ongoing bleeding. The surgical site was closed, and the patient was returned to the intensive care unit for recovery. The reported event is an access-site hematoma requiring blood transfusion, surgical intervention, and hemostasis. Access-site bleeding and hematoma formation are known risks associated with impella implantation, particularly with surgical axillary access and anticoagulation and purge requirements, as described in the instructions for use. Based on the available information, the hematoma was managed with standard surgical intervention, hemostasis was achieved, and no further bleeding was reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. D3 manufacturer fax was added as it was inadvertently omitted from the initial report. Asae/hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.